Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the implantable cardioverter defibrillator (ICD) inappropriately classifying an episode of supra ventricular tachycardia (svt). The patient's medication was adjusted, and the ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.